Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-08-18 reporting that they had met with the patient at the hcp office on (B)(6) 2017. The hcp was scheduling the patient for a pocket revision and battery replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) reporting that the surgery was scheduled for (B)(6). No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer's representative (rep) regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins was in overdischarge. The patient programmer and the clinician programmer were unable to establish telemetry, and the patient was not feeling stim. The patient last felt stim in april, with the last successful charge in (B)(6) 2017. The patient was unable to recharge due to a recharging issue. The patient had gained 70-80 lbs since she was implanted. It was unknown if the patient was describing her first or most recent ins. The rep was unable to palpate the ins to place the recharge antenna, but was able to perform an antenna locate session and got 48/62 resulting values, however was unable to start a charge session. It was reviewed that a physician mode recharge (pmr) would likely be needed, and due to the timing multiple pmr sessions would likely be required. The rep stated this may be the patient's second overdischarge. It was reviewed that x ray to determine ins position would allow for more efficient charging and could save time. The rep planned to make an appointment with the patient to perform a pmr. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain and complex regional pain syndrome I. Additional information was received on 2017-06-28 regarding the patient¿s call in on (B)(6) 2017 reporting that the patient¿s battery was reported overdischarged. The battery was in the patient¿s abdomen and the patient reported abdominal surgery in (B)(6) 2017 and a 60 lbs weight gain. The battery moved in the pocket depending on the patient¿s position in an unknown way. It was also noted that the battery was over 1 cm deep. The battery was too deep to evaluate in the office so the patient was to get physician ordered x-rays. The patient thought the battery had moved and could be moved in the pocket. As of (B)(6) 2017, the physician was unable to see how the battery was positioned on the patient¿s x-rays. The patient and physician were discussing pocket revision options. The manufacturer representative reported that they would send follow-up as needed. This information was discussed with the consumer/account. Patient weight was reported to be (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(4) 2017. The rep stated that they already reported the issue. The patient is overdischarged. They were trying to see if the battery was the right side up to event attempt a physician mode reset (pmr). The implantable neurostimulator (ins) is very deep due to some weight gain. The battery has been flipping. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had her battery replaced and pocket revised on (B)(6) 2017. The old device was discarded. The device and hcp information was provided. No further complications were reported/anticipated.